Event description:
A customer reported issues with their device, citing battery depletion, button sticking, and an unresponsive touchscreen. There was no mention of any impact on the customer¿s blood glucose level. The customer declined any follow-up from the technical support team, and no additional actions were taken.